Event description:
The regional sales manager, reported that the anti-rotation peg on the inside of the barrell is missing and therefore allows the reamer to spin even when locked. The regional sales manager reported that this was identified during a procedure, although another device was immediately available. No adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information, will be reported in a supplemental report.